Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an odd rhythm appeared on the remote transmission, apparently due to the right atrial (ra) lead not capturing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that ra thresholds had increased. Lead output was subsequently increased.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion due to the high ra thresholds. The crt-d was explanted and replaced. The lead was capped and replaced.